Event description:
Customer alleged the anti tip was not working properly. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trsx5rc8, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions, or instructions, then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the anti tip was not working properly. An invacare sales rep obtained replacement parts for the dealer. No injury.